Manufacturer narrative:
Mckesson evaluated the affected system, and identified the root cause of the event. The system was configured to collect log files from a schiller argus pro pb-1000 monitor unit, and this configuration caused the 5 seconds delay in displaying waveforms on the horizon cardiology hemo system. Mckesson's service engineer changed the configuration of the system, tested the system and verified that the reported issue was resolved. No other clinical sites were configured to collect log files from a schiller argus pro pb-1000 monitor unit.

Event description:
On (B)(6), 2009 mckesson's representative received a report from (B)(6), that during a cath procedure, the horizon cardiology system displayed patient's waveforms in 5 seconds delay approximately. No harm to the patient.